Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when installing the polyethylene, it was noticed that the fitting was damaged/bent upwards, which made it impossible to correctly place the polyethylene on the tibia. A new polyethylene was opened to proceed with the procedure. The procedure was successfully completed with no surgical delay. There was no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: h6 medical device problem code. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary according to the information received, ¿the customer reports that when installing the polyethylene, he noticed that the fitting was damaged, making it impossible to install it correctly.¿ the sigma stab gvf ins 2.5 8mm (lot. 158122008) returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned tibial insert revealed slight deformation and witness marks on one of the posterior locking features and its surrounding area. Additionally, deformation and signs of damage were also found on one of the anterior locking tabs, which corresponds to the same side as the damaged posterior locking feature. The sigma surgical technique advises the surgeon to place the tibial insert into the tibial tray by angling the tibial insert posteriorly and sliding the posterior tabs into the posterior undercuts of the tibial tray. The observed condition of the returned sigma stab gvf ins 2.5 8mm suggest that the implant was not aligned properly during insertion attempts, as the posterior tab appear to not have been fully aligned with the posterior undercuts of the tibial tray during insertion attempts. This would also explain the damage found on the anterior locking tabs if the posterior tabs were not properly engaged with the undercut of the tray. However, a definitive root cause could not be determined with the information available. The mating tibial tray component was not returned and due to the post-manufacturing damage, a functional test was not able to be performed. However, due to the visual damage observed, the difficulty/inability to assemble mating devices can be confirmed. A manufacturing record evaluation was performed for the finished device [prod. Code: 158122008 / lot: d24093346] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was as the observed condition of the locking mechanisms of sigma stab gvf ins 2.5 8mm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device [158122008 / d24093346] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review a manufacturing record evaluation was performed for the finished device [158122008 / d24093346] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. H11 additional narrative: added: d10 corrected: h3.